Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6) 2020. On (B)(6) 2020, when flushing the catheter, the patient complained that the underwear was getting wet and leakage was confirmed from the connection between the catheter and the catheter connector. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed. One 4 fr single lumen groshong nxt catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. The distal connector piece of the two-piece connector was observed to be missing and the catheter was found to be tied onto the cannula of the proximal connector piece with suturing material. A relatively large longitudinal split was observed in the catheter just distal to this suturing material. Additional suturing material was observed on the attachable suture wing. These sutures were observed to be tied quite tightly on the ends of the attachable suture wing. Some tensile weakness was observed in the catheter in the area surrounding the split. An attempt was made to flush the catheter distal to the split and the catheter was found to be patent to infusion and aspiration; however, the flowrate of the catheter appeared to be lower than usual. A microscopic observation revealed the longitudinal split in the catheter was slightly curved with mostly clean edges. The surfaces of the split were observed to be mostly flat and granular. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The product IFU states: ¿do not flush against resistance¿ and ¿do not use a syringe smaller than 10 ml!¿ and ¿use suture wings to secure the catheter without compromising catheter patency.¿

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6) 2020. On (B)(6) 2020, when flushing the catheter, the patient complained that the underwear was getting wet and leakage was confirmed from the connection between the catheter and the catheter connector. There was no reported patient injury.